Event description:
It was reported via legal documentation that approximately 91 months after a left total knee replacement procedure, the patient underwent a revision procedure to address polyethylene wear, failure of knee device, and component malrotation. Post operative diagnosis noted wear of the implant. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
D10: concomitant devices: 4364423 02-010-01-0225 - logic femoral ps cem left sz 2.5. 4463795 02-012-45-2515 - lgc tibial fit tray cem sz 2.5f / 1.5t. 4467872 200-02-29 - three peg patella 29mm. 5x225 203-96-21 - (11-2714) stryker 2000 90x13/21x 1.9mm. The device was not returned for evaluation and no photographs or x-rays were provided for review; therefore the reported event cannot be confirmed through analysis. No operative notes were provided; therefore, a review of device usage and technique could not be performed. No information concerning patient conditions, co-morbidities, or other health or anatomical concerns was provided and it is therefore unknown if patient-related factors may have caused or contributed to the reported event. The cause of the reported event cannot be determined based on the information made available. Should additional, relevant information become available, a supplemental report will be filed accordingly.